Event description:
Patient undergoing trach change - found that portion of trach that is inserted in pt has hole on side where sterile h2o sprays out when balloon is inflated.

Event description:
Patient undergoing trach change - found that portion of trach that is inserted in pt has hole on side where sterile h2o sprays out when balloon is inflated.